Event description:
The customer reported that his bg levels kept "going up"; consecutive high bg's (410 - 423mg/dl) were experienced despite having administered a correction bolus. The pod was removed and he noticed that the cannula was bent, though no alarm was initiated. He noted that he's careful when wearing a pod and usually knows if he bumped it, "but this was not the case". The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.